Event description:
The waterpik sinusense combines water and battery compartment together causing corrosion which is then pulsated in to the nasal and sinus cavity. I bought this product to use after sinus surgery and I have had complications as many others have had. Msds sheet for batteries included with product list lead and mercury. Please investigate their negligence before anyone else is exposed to these dangerous chemicals. Dates of use: (B)(6) 2012. Event ablated after use stopped or dose reduced: yes.